Event description:
It was reported that there was an issue with the time settings on the customer's pump, which displayed a discrepancy of more than five minutes from the actual time. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support in updating the pump time and was advised to monitor the situation, particularly if the time discrepancy reoccurs, which the customer understood and acknowledged.